Event description:
It has been reported to philips that the system failed to bootup as it remained stuck once the counter reached 00:00. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the flexvision pc and the hard disk. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips field service engineer inspected the system onsite and confirmed the system will not boot, hangs at 00: 00. Upon troubleshooting, the fse found the issue with hard drive in flex vision pc. Fse replaced the hard drive in flex vision pc, installed the hard drive and downloaded the software. After replacement the system was returned to use in good working order.the defective part(hard drive in flex vision pc) was returned for analysis and investigation concluded failure was confirmed, suspected flex vision 2 pc no hdd.the codes were updated based on the investigation outcome.